Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In the package of 2.5 was size 2 tibial tray. Operation time extended 45-60 minutes.